Event description:
A patient's implanted port was accessed with clgy-2234 huber set. A syrnge was attached to the distal port with a clave. When the line was flushed with saline both the nurse and patient heard a 'crack' sound. Leakage of infusate (saline) was then noted coming from tubing just below the distal injection port below the clave attachment. The patient did not experience any negative outcome.

Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation. A complaint investigation is being performed and vygon will send a follow-up MDR with-in thirty days of its completion.